Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for evaluation due to palpitations and syncope. No episodes were stored on the device during the period of the reported syncope. Boston scientific technical services suggested that the patient follow up with their cardiologist. No additional adverse patient effects were reported

Event description:
It was reported that this patient presented for evaluation due to palpitations and syncope. No episodes were stored on the device during the period of the reported syncope. Boston scientific technical services suggested that the patient follow up with their cardiologist. No additional adverse patient effects were reported. Additional information was received in which it was reported that this pacemaker was later explanted due to normal battery depletion (nbd).

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.